Manufacturer narrative:
Additional initial reporter: (B)(6) heart failure np / (B)(6) bedside nurse. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss in iab circuit alarm. The night nurse called for assistance and subsequently turned down the augmentation by two bars; the balloon indicator was inflating 7/8 of the way. The alarm started going off again around shift change the next morning and had been consistent. The alarm history log showed the last ten alarms were all gas loss in iab circuit, roughly five minutes apart. The bedside nurse had been utilizing the iab fill key to resolve the alarms and resume therapy. The patient was going for a left ventricular assist device (lvad) the next day so the nurse practitioner was calling to find out what the process should be due to the consistent alarm. The beside nurse reported that the patient was quite active in the bed, moving, talking, etc. The getinge representative suggested that the alarm was likely a result of this. The iabp monitor showed a perfect iab waveform with no visible signs of a kink in the catheter. The bedside nurse later called back reporting an autofill failure. They went down one more bar on the augmentation and were able to resume therapy for roughly one minute at a time before getting another gas loss alarm and eventually an autofill failure. They went down by one more bar (4 total) and were able to restart therapy fully with the iab indicator filling 2/3 of the way. The getinge representative made sure to reference the cardiosave instruction for use warning section (vi) ¿when weaning by reduced iab augmentation, do not reduce augmentation to a point at which the iab status indicator moves less than 50%.¿ it was also suggested to discuss this with the physician as soon as possible as there was no way for the getinge representative to verify there was not an actual leak in the iab. The iab was removed approximately four and a half hours later. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).